Event description:
Had synvisc (hylang g-f 20) injections (3x, I per week) in left week for osteoarthritis shortly thereafter pt developed a rash that continually weeps and itches. Rash started on neck area and spread all over body. Doctor and a dermatologist have given steroid injections and antibiotics over the last (2) years. Some control results. Rash scabs over for 2-3 days then ruptures and weeps.